Event description:
Baxter reported 1 incident of the twist clamp being broken causing the clamp not to occlude the flow of solution while in the closed position. Per affiliate, no pt injury or medical intervention was associated with this incident.